Event description:
Complainant alleged that, during biomed testing, the pacer intermittently output was incorrect. Complainant indicated that there was no patient involvement in the reported malfunction.